Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached needle that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed. The applicator was partially deployed resulting in an exposed needed. The needle and cannula are attached to the applicator, therefore, the reported event of a detached needle is not confirmed. A root cause could not be determined.